Event description:
It was reported that the stent completely dislodged off the balloon inside the guiding catheter. The guiding catheter, guide wire, stent delivery system and stent were removed together as one unit. There was no reported patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood visible on the entire length of the sds and contrast in the inflation lumen, which is consistent with preparation and the sds advanced into the patient anatomy. The stent was loose on the balloon. There were mangled struts in the first and second rows of distal struts. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal shaft was bunched 7.4 cm distal to the guide wire exit notch for a length of 2 mm. Since this damage was not reported in the incident information, the bunched shaft may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It was reported the stent dislodged inside the guiding catheter at a curvature of the lesion. It is likely that the guiding catheter was angled such that the stent interacted with the guiding catheter, causing damage and subsequently dislodging the stent from the balloon. Additionally, it was noted that the stent was placed back on the balloon during packaging, handling and return to abbott vascular for analysis. Analysis noted balloon peeling at the proximal end of the balloon, which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during advancement in the lesion. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported stent dislodgement appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.